Manufacturer narrative:
Pump was received with a partially broken retainer ring. Unable to do the displacement test, rewind test, prime/ seating test, basic occlusion test, force sensor test and occlusion test due to a partially broken retainer ring. Pump pass the sleep current measurement test, active current measurement test and self-test. No audio/vibrate/absence of alarm anomalies noted during testing. Unit was successfully downloaded using thus. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to lock a test p-cap into the reservoir compartment due to a partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, broken reservoir tube lip, stained keypad overlay, partially broken retainer, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (end cap address label faded) and serial number label missing. Unable to confirm high bgs. Cosmetic damage was confirmed at the battery compartment. Partially broken retainer ring damage was confirmed. Audio/vibrate anomaly/absence of alarms was not confirmed. Reservoir unable to lock into place was confirmed with a partially broken retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl and was treated with manual injection and insulin pump. Customer's blood glucose value at the time of call was unknown customer didn't experienced any symptoms due to high blood glucose. In addition to that customer reported pump shows a physical damage at battery compartment, backside of the pump and also at retainer ring. And also customer reported pump was not giving any alerts and insisting pump was malfunctioned and due to that customer experienced high blood glucose. Troubleshooting was performed and found that the pump was used within 48 hours of reported high blood glucose event and the auto mode feature was not active at the time of the event. No further patient complications were reported. Customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.